Event description:
It was reported the patient ((B)(6)) lost stimulation approximately 4-6 weeks after experiencing a fall. Lead diagnostic testing revealed invalid impedance measurements. In turn, the patient underwent surgical intervention to explant only the right lead. The patient may undergo surgical intervention at a later date to implant a new right lead. The patient's lead info is not available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.